Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event with four infusion sets where patient forget to remove needle guard on (B)(6) 2025. No further information available.